Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of similar events could not be performed as the item was not provided. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to examine this device prior to use for damage. Do not use if damage is found. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5174443. The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The report stated that an unknown c-curved electrode was used on an unknown date, and ¿it was reported that during a bilateral endoscopic breast augmentation procedure, the patient had burn. A non-(B)(6) monopolar instrument was used with the generator. The case was almost finished when the burn happened along the incision line, the doctor noticed it upon withdrawal of the c-curved electrode. The electrode looked as though the black protective coating was melting off the surface and the entire electrode was warm to touch after the last use, which is not supposed to happen with the protective coating. Did not cause the case to go longer, or another follow-up surgery. The patient's status to date is fine, the burn is on the incision line and healing well.¿. The reporter attributed the event to the device having melted (1385) and overheating of device (1437). No further information is available due to the anonymous nature of the medwatch report. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. An unknown adult tds electrosurgical grounding pad (r.e.m.) Will be listed as a concomitant device. There are no allegations filed against it.